Event description:
The customer used the device to check their blood glucose and obtained a reading of 224 mg/dl. They took insulin and drank coffee. They began to shake and then ate a piece of hard candy. Emergency medical technicians were called and they checked their glucose and the level was 66 mg/dl. Patient was given an IV and taken to the hosptial. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.